Event description:
It was reported during an implant procedure, atrial lead dislodgement was noted. The atrial lead was replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.